Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the cat6 kinked while passing through the hemostasis valve adapter (hva) of the sheath. Therefore, the cat6 was removed. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned cat6 was kinked approximately 130.0 cm from the hub. The device was ovalized approximately 134.0 cm ¿ 136.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kink on its distal shaft. If the device is forcefully advanced against resistance, damage such as a kink may occur. Further evaluation revealed that the cat6 distal tip was ovalized. If the distal tip of the catheter is forcefully gripped or pinched during used, damages such as an ovalization may occur, and resistance maybe encountered if the ovalized device is advanced into a sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.